Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damage. No visible damage was observed on any returned cables and cords associated with power supply connections consisting of ac power cord with ferrite, power supply, right ang ext cable. Unit booted up correctly to the start screen on the handheld assembly when powered on. No software malfunctions or anomalies were observed. Unit was powered on successfully multiple times without any issues. Unit powered on immediately when the power button, was pressed. Manipulation of cables and cords for power at various areas while the unit was powered on produced no intermittent malfunctions or deficiencies. Unit went through diagnostic testing without any power malfunctions. Unit passed diagnostic test. Complaint of ¿fray on power connector plug¿ determined to be unconfirmed. Investigation results for reported issue involving frayed power connection component concluded to be no issue found. There is a CAPA associated with the reported event; any necessary actions will be implemented by the CAPA. This and similar events continue to be monitored and trended via quality data review.

Event description:
The patient reported frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. The investigation codes along with investigation results will be provided in a subsequent submission.